Event description:
On (B)(6) 2013 the lay user/reporter (daughter in law) contacted lifescan (lfs) on behalf of the patient alleging the onetouch ultramini meter was prompting an error 5 meter issue message when the reporter was attempting to test the patient's blood glucose. Per the ot ultramini owner's booklet, the error 5 message prompts when there is a problem with the test strip or the confirmation window has not been completely filled. The medical surveillance specialist (mss) was unable to follow up with the patient or the reporter for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated on (B)(6) 2013 the patient was found unresponsive by her daughter in law and her granddaughter when they stopped by to check on her. It is unclear if the reporter believed the patient was suffering from severe hypoglycemia or hyperglycemia. The reporter was contacting lfs for instruction on how to do a blood glucose test. The reporter was able to obtain a reading, however the reading was not reported. The reporter stated the patient uses self adjusting insulin to manage her diabetes. However the reporter was unable to report if the patient had made any changes to her usual diabetes management routine on the day of the alleged issue. The reporter disconnected the call early since she had to contact a healthcare professional for treatment in response to the patient's symptoms. The reporter stated on (B)(6) 2013 at 2pm, the patient was treated. However it is unclear if the patient received insulin as treatment. The reporter stated the patient's blood glucose was not measured using any other meter. At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used. The cca also noted that the patient's testing process was correct. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Although the reporter stated the patient had symptoms suggestive of severe hypoglycemia prior to the start of the alleged issue, it is unclear how the subject meter may have caused or contributed to an adverse event. Thus, the linkage between the reported product issue and the alleged injuries by the reporter remains unclear. Despite repeated attempts, the patient or reporter could not be contacted for further information and clarification. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of severe hypoglycemia after the alleged issue occurred and required treatment from a third party.